Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
A nurse complained of questionable inr results from coaguchek xs meter serial number (B)(4) (meter a) compared to a another coaguchek xs meter serial number (B)(4) (meter b). At 3:31 pm, the result from meter a was 4.9 inr. At 3.52 pm, the result from meter b was 2.8 inr. The inr result from meter b was believed to be correct. A different finger was used for each test and each test was performed by a different nurse. The patient's therapeutic range was 2.0-3.0inr. There was no allegation of an adverse event. The patient has no hematocrit concerns, on no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no changes in coumadin dose, no new medication, no changes in diet, no illness, and no symptoms of bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr; donor 2 inr: 2.2 inr. Donor 1 hct: 38%. Donor 2 hct: 48%. Donor 1: retention meter with masterlot strips: 2.7 inr; customer meter with customer strips: 2.8 inr . Donor 2: retention meter with masterlot strips: 2.2 inr; customer meter with customer strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.